Event description:
The account alleges that the bed has unintentional movement. When the bed is lowered, as soon as the button is released, the bed raises back up to the high position.

Manufacturer narrative:
The technician replaced the motor control board and the hi/low column, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.